Event description:
It was reported that during the thyroidectomy, tge clip applier misfired. Clips did not form properly around the vessels resulting in the vessel not being occluded and blood loss when the vessel was cut. No pt consequence.